Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error, buttons stickier to press and rewind was louder. The customer's blood glucose level was unknown at the time of the incident. The customer also reported plenty of scratches, light dimmer affects sight and insulin pump rejects batteries. No further details were provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed rewind test and displacement test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. No unexpected backlight anomalies noted. No unexpected rewind/noise anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).